Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant products: fluted st mob pct tib pl sz 4 catalog# 00594604001 lot# 62194722; lps - flex gsf por fem d-l catalog# 00576201451 lot# 61152553; 48mm headed screw catalog# 00579104100 lot# 62259181. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent a revision due to loosening and unstable joint approximately four (4) years post implantation.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products ¿ hereaus palacos cement.

Event description:
It was reported that patient underwent a revision due to laxity and instability approximately four (4) years post implantation.